Event description:
Initial troponin t result of 0.01ng/ml. Same sample repeated the next day gave result of 0.43ng/ml. Same sample repeated on different analyzer using same methodology recovered 0.02ng/ml. Initial result was reported. Patient not adversely affected. The field service representative was unable to determine cause. The sample is not available for additional testing.